Manufacturer narrative:
Additional information: an email was received on 4/24/19 from emma lee, and employee of the distributor (B)(4), inc, with more information regarding the incident. The coil detached within the microcatheter during advancement, and the coil was removed with the microcatheter. Analysis: the pusher was received for analysis. The implant, introducer, and microcatheter were not received. The gold connectors and hypotube of the pusher were observed to be undamaged. A stretched coil was found at the hypotube body coil transition. The rest of the body coils were undamaged. The strain relief was observed to be in good condition and unburnt. The monofilament was observed within the attachment bond glue. When the strain relief was removed, the solder joints were still intact. The distal coil was stretched in order to remove the monofilament, however it was found that the monofilament had broken at the attachment bond glue. The tail of the monofilament could not be identified, as it was within the glue. Based upon the investigation analysis and available information, the reported complaint is confirmed. The monofilament was broken at the attachment bond glue, which resulted in the pre-detachment. The root cause of the failure could not be determined as the monofilament profile could not be identified in the attachment bond, and the implant was not returned for analysis.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not been returned to the manufacturer. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that the coil "pre-detached." There was no reported patient injury or intervention. The patient's condition was reported to be "normal."